Event description:
In 2008, the pt reported that her blood glucose was elevated and when she changed her infusion site she found that only the tip of the cannula was in her skin. The infusion site had been in use for 1.5 days. The inserted a new infusion site. The pt's blood glucose measured "hi" (over 600 mg/dl) on her blood glucose monitor and she went to the emergency room. She was treated with an insulin IV and she remained connected to her infusion device. She was released a "couple" of hours later. The pt did not retain the alleged infusion site. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.